Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the asr right hip implant caused pain and discomfort in the patient. Litigation further alleges that it became increasingly painful for the patient to walk, move her legs, and rise from a seated position. Update (1/14/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 12/8/2014- ppd received. Dob provided. There is no new additional information that would affect the investigation. This complaint was updated on 1/6/2015. Update rec'd 7/9/15 - ppd with medical records received. Correct dor provided. Patient was revised to address pain and elevated metal ion levels. Upon revision, metallic staining, and corrosion were noted. The sleeve and stem are now being added to the complaint. This complaint was updated on 07/20/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.